Manufacturer narrative:
(B)(4) - a follow up emdr will be submitted if additional information becomes available.

Event description:
Pleurx catheter drain system was used off label on pediatric patient. Staff walked into the room and found it disconnected. The issue happened during patient use. While the pleurx catheter was hooked to the atrium drain system the adapter drain line ((B)(4)) came apart behind the locking connector piece. This happened once to this patient. There was no patient impact. Sample is not available for evaluation. September 02, 2015 additional information received from customer: the patient is a (B)(6) male. So outside of normal (B)(6) activity while in the hospital setting there was not any increased activity. There was no injury but chest xray was obtained to check for a pneumothorax since the tube was open and free to entrap air.

Manufacturer narrative:
(B)(4). Photos (only) were provided for sample analysis. Failure mode could be confirmed as the photo shows the drainage line disconnected. Device history record review could not be performed since a lot number was not provided for evaluation. Most probable root cause could not be determined since no issues were found during the applicable manufacturing, packaging and inspection processes that can relate personnel, material or method with the reported failure. Even though an adverse trend has been detected for the reported failure mode, no action has been taken since the process has been improved and during the validation it was identified that the assembly between the tubing and the accessories is stronger.